Manufacturer narrative:
A ge representative evaluated the system and replaced the cine bridge pcb and the cine hard drive. System operates as intended.

Event description:
Customer reported, the system locked up during a cine run. No patient injury was reported.